Event description:
A customer contacted baxter's technical service center to report having a check supply line alarm with the homechoice (hc) machine during prime. The technical service representative (tsr) explained the alarm. The home patient (hp) noted that the frangible had a very small hole. The hp changed the cassette, but left the same bags. The tsr explained that he had to use all new supplies. The cg put a new bag on an unused line, but would not use a new setup even though the tsr explained that he compromised the setup. The hp ended the call. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp). The hp stated they understood it was not proper procedure to reuse supplies. The hp confirmed the frangible on one of the solution bags had a faulty frangible. The hp stated they did not have any samples available or the lot number. The hp stated they did not have any injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This report for use error, the patient partially switching out supplies was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.